Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) was confirmed. As received, the monitor failed testing and displayed service code 105. Upon evaluation, the q12 and q16 insulated-gate bipolar transistors (igbts) had shorted inducing damage to the igbts. The cause of the test failure is the damaged components. Root cause investigation into igbt failures is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed pulse testing.